Event description:
The following has been reported: biomed reported: defective pump. I have pump that needs to be evaluated. Attached are the logs and service request form. The pump has been cleaned, and multiple cassettes has been used to trouble shoot pump. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.